Event description:
It was reported that the physician's programming system was not working properly. Per the physician, the wand only works in certain rooms and won't transfer data in other rooms at their office. Troubleshooting was refused by the physician. Product has been requested, but has not been returned to manufacturer to date.